Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for noise and oversensing. The lead was also fractured. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.